Event description:
Device 1 of 5. Reference MFR report number 1627487-2013-19755, 1627487-2013-19756, 1627487-2013-19757, 1627487-2013-19758. It was reported, the patient experienced burns on her skin when charging. The patient also experienced over stimulation in her legs. The patient plans to have the system explanted. Note the patient received four leads, two leads are from the same lot number. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.